Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information received notes both leads were not able to be implanted due to patient¿s anatomy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported during procedure, physician attempted multiple times to implant a passive atrial lead but unsuccessfully couldn¿t fixate the lead into place. Another passive atrial lead was then used but also failed to fixate in place. An active atrial lead was used and implanted successfully. There were no adverse consequences to the patient.